Manufacturer narrative:
Device will not be returned. If additional information is received it will be reported on a supplemental report.

Event description:
On (B)(6) 2012, t2scn surgery was performed. On (B)(6) 2012, the patient died by infection.

Event description:
On (B)(6) 2012, t2scn surgery was performed. On (B)(6) 2012, the patient died by infection.

Manufacturer narrative:
Evaluation summary: the nail was not returned for evaluation. According to received information the nail was discarded. An infection issue was suspected after an implantation period of approx. 1 month. A customer checklist requesting information regarding the local environment, which was sent immediately by the manufacturer on (B)(4) 2013 was returned on (B)(4) 2013. We received the information that the patient suffered from (B)(6) and fulminant. No specific examination in order to identify the kind and the origin of potential pathogenics and / or organism. The packaging and the sterilization procedures were reviewed without any observations. Investigation revealed that the nail was sterile at the time of distribution. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. There were no open action items related to the reported event for the product. No nonconformity was identified. A correlation between the alleged infection and the product could not be verified based on the actual status of information.